Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute onyx drug-eluting stents were implanted in the lad. Approximately one month post procedure, likely type 2 myocardial infarction was reported. Sponsor assessed event is possibly related to the device but unlikely related to antiplatelets.

Manufacturer narrative:
Device lot numbers provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated the event was non-q-wave mi (vessel unknown). Type 2 mi + troponin/fever medtronic. If information is provided in the future, a supplemental report will be issued.